Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had four infusion sets fall out. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with manual injections. During troubleshooting, the customer confirmed that he perspires heavily. The customer did not have the infusion set information available at the time of the call, so the products could not be replaced. The insulin pump was not replaced or returned for analysis.